Event description:
The customer contacted beckman coulter inc, (bci) in regards to elevated accutni (troponin I) result in the risk stratification range for one patient. The initial result was reported outside the laboratory. The results were generated on a unicel dxc 600i synchron access clinical system. The customer re-ran the sample on a different instrument using different methodology and the results were still elevated. Physician believed that these elevated results may be due to "heterophile" interference. The customer sent the sample to bci customer product line support (cpls) for further testing. It is not known if there was any change to the patient treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.

Manufacturer narrative:
Service was not dispatched to investigate this event. The customer sent the sample to cpls for further investigation. A bci field service engineer (fse) did not evaluate the instrument. The customer sent the sample to cpls for further testing. The bci customer product line support (cpls) group reproduced elevated results similar to the customer's results, on two different pack lots. All blockers used had no effect on lowering dose recovery, regardless of the pack lot, and the dilution recovery was linear. A definitive root cause could not be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between january 01, 2008 through october 23, 2010 for additional reportable events.